Event description:
Info received indicates the casters would brake, but started to ratchet.

Manufacturer narrative:
The tech found the casters were worn and the teeth are rounded over, causing the caster to ratchet. He replaced the casters to repair the stretcher.